Event description:
It was reported that the patient was asymptomatic. It was noted that noise increasing in frequency resulting in oversensing and auto mode switching (ams) was observed on the right atrial (ra) lead. The ra lead was capped 18 oct 2024 and replaced. There were no patient consequences.